Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. A general reagent problem was not present because the qc before the event was within ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The event's cause could not be determined based on the information provided. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e411 disk serial number is (B)(6). The customer performed an accuracy test using a new reagent pack and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg stat (hcg stat) results from an unspecified number of patient samples tested on the cobas e411 disk. One example of discrepant results was provided: the initial result from the analyzer was 9.6 miu/ml. The first repeat result from the analyzer was <1 miu/ml. The second repeat result from another e 411 analyzer was 9.6 miu/ml.